Manufacturer narrative:
Corrected h6: device code.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflammation in the scrotum. A surgical procedure was performed to remove and replace the pump and antibiotics were prescribed. There were no device issues and no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflammation in the scrotum. A surgical procedure was performed to remove and replace the pump and antibiotics were prescribed. There were no device issues and no additional patient complications reported.